Manufacturer narrative:
Conclusions: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted due to migration of the electrode lead in the external ear canal and eventually exposure. The recipient underwent previous procedures because of device unrelated chronic ear disease, which might have contributed to the observed extrusion, as the skin breakdown was near the ear closure site. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. In addition, insertion at initial surgery was reportedly incomplete with two channels left out of the cochlea. Recipient was successfully reimplanted with a shorter electrode type. This is a final report.

Event description:
It was reported on (B)(6) 2019 that the implant was exposed due to breakdown of the skin at the level of the ear canal. Skin breakdown started on (B)(6) 2019, but no signs of infection were noted. Previously, the recipient had the ear closed together with petrosectomy packed with fat because of chronic ear disease (ear infection). The observed recent skin breakdown was near the ear closure site. During re-implantation on (B)(6) 2019 it was noted that the electrode array had migrated into the ear canal and a small portion of it had frayed wires. The migration of the electrode lead might have occurred soon after the revision surgery to treat the chronic ear disease. Also, the recipient would continually stick the finger in the ear, and it is believed this may have caused the observed breakage in the wires.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2019 that the implant was then exposed due to breakdown of the skin at the level of the ear canal where it had been closed. Skin breakdown started on (B)(6) 2019, one year after implantation, but no signs of infection were noted. Recipient was re-implanted on (B)(6) 2019 with a shorter electrode. During re-implantation it was noted that the electrode had migrated into the ear canal and a small portion of it had frayed wires.